Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. The set was examined for defects and abnormalities. Two kinks were observed in the silicone segment. The customer complaint that the tubing is fused at two sites was confirmed. A quality notification was sent to the supplier. During the supplier investigation, the possible root causes were identified as the silicone occluding during use or an incorrect transporting of the set. A device history record review for model 2420-0500 lot number 21063011 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21063011 regarding item #2420-0500. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d dehp 2ss cv was clogged. The following information was provided by the initial reporter: "it was reported by the customer that the tubing is fused at two sites, therefore medications could not be infused. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv was clogged. The following information was provided by the initial reporter: "it was reported by the customer that the tubing is fused at two sites, therefore medications could not be infused. "